Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, a technical support specialist (tss) reviewed the printer on the station and noted that new drivers had been installed. The tss confirmed with the customer that a field service engineer (fse) had already addressed the issue, and the printer was functioning normally, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the internal printer was printing gibberish continuously and only stopped when the printer door was opened. However, there were no delays or adverse events or injuries reported based on this event.